Event description:
Discordant results for calcium (ca), inorganic phosphorus (ip) and creatinine (crea) were obtained on an advia 2400 instrument. Initial results were low. The initial results were not reported to the physicians. The customer rerun the samples on the same instrument and obtained results that were consistent with patient's history. Only the correct results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant ca, ip and crea results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and data. The fse determined the cause of the discordant results was a malfunction of wash ports. The fse cleaned the wash ports and probes and proactively adjusted ion selective electrode module (ise) buffer and rear bulkhead tubing. The instrument is performing within specifications. Further evaluation of the device is not required.